Event description:
It was reported that the patient visited the emergency room (ER) due to an infection at the tube insertion site. During the ER visit, the patient was treated with an unspecified oral antibiotic and was released. The patient stated that the antibiotic did not work and that the infection continued and the stoma site was swollen, raw and pink. Additionally, the patient went to the emergency room (ER) and while there the peg and tube came out and the patient was admitted to the hospital to have the tube replaced, which had reportedly deteriorated due to contact with gastric juices. After the tube reinsertion the patient resumed his medication and stated he had been having on-going headaches. The patient¿s current condition is unknown.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined all information reasonably known as of 15 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).